Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Hence, this complaint cannot be confirmed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. Furthermore, a non-conformance search was conducted and no non-conformances were identified for this part number (228150), lot number (l513033) combination. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an acl reconstruction with meniscal repair the sales rep's truespan meniscal repair peek 0 degree trigger broke after the release of the first implant. The sales rep stated that the trigger snapped and was hanging from the device. The first implant was removed from the patient with a grasper and the case was completed with another like-device. There was no patient harm, but a two minute delay to retrieve first implant. The device was discarded by the customer. It was further reported that the surgeon fully depressed the trigger until it clicked. It was reported that the tip of the needle was through the meniscus. It was reported that the surgeon penetrated the meniscus all the way to the depth stop. It was reported that another truespan was used to complete the procedure. It was reported that the surgeon did not use a probe. There was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.